Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 449mg/dl; cause was unknown. A manual insulin injection was administered to address bg level prior to going to the ER. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged 4 hours later with the issue resolved and no permanent damage. System check with technical support confirmed the pump was functioning as intended. The customer continued to use the pump for insulin therapy.